Event description:
A relative of the patient called on their behalf and alleged the one touch basic enhanced meter would not power on. The medical affairs specialist contacted the reporter to confirm the information. The reporter stated the patient went by the public hospital to have their blood glucose checked due to the power issue. The patient did not have symptoms of high or low blood glucose and no treatment was given. The patient took their routine medication. Based on the information obtained from the reporter the event is reported as a product malfunction.